Event description:
It was reported that visible air was observed in the sheath. It was reported that during a procedure a faradrive sheath was selected for use. However, when the sheath was aspirated, bubbles continuously came out of the flush port. The catheter was pulled back until it was in the handle section and no longer visible in the shaft. The sheath was aspirated at this point and no bubbles were visibly coming out. But as soon as the catheter was advanced, the syringe would start collecting air and you can see the bubbles coming through the flush port. The sheath was removed and replaced for a new sheath and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Analysis of the returned sheath revealed that the device was unable to seal fluid and pressure, as a leak was observed from the proximal end during an attempt to purge air using deionized water. Microscope inspection of the hemostatic valves found the external valve torn by the center slit on the outer face, with a portion of the torn valve missing. The internal valve was found to have a piece of silicone lodged within the center slit, which was identified as the missing fragment from the external valve.

Event description:
It was reported that visible air was observed in the sheath. It was reported that during a procedure a faradrive sheath was selected for use. However, when the sheath was aspirated, bubbles continuously came out of the flush port. No damaged was observed to the luer. The catheter was pulled back until it was in the handle section and no longer visible in the shaft. The sheath was aspirated at this point and no bubbles were visibly coming out. But as soon as the catheter was advanced, the syringe would start collecting air and you can see the bubbles coming through the flush port. The sheath was removed and replaced for a new sheath and the issue was resolved. The procedure was completed with no patient complications. No air was observed in the patient's body. The device is expected to be returned for laboratory analysis.